Event description:
It was reported by a customer that during treatment on a patient, the internal component that aids in providing pulsation within the phasitron breathing circuit was sticking, inhibiting proper treatment. The patient experienced slight desaturation. No additional patient information provided.

Manufacturer narrative:
This event is being reported due to the failure of the phasitron used with the vdr ventilator, which is a life-sustaining device, while in use on a patient. It was stated by the customer that the internal venturi component was getting stuck within the device, disrupting adequate percussive ventilation. It was communicated that the patient experienced slight desaturation, but no other adverse events were reported. The customer also stated that they had four phasitron breathing circuits experiencing this issue. This event was investigated by evaluating the a50094-d phasitrons at percussionaire, as the customers device was only received november 19th. It was determined that the venturi, a component within the phasitron device that takes part in providing percussive ventilation to the patient, is getting stuck to the internal diameter of the phasitron body. After further assessment, it was realized that the design dimension specifications of the internal venturi are not accurate .this assessment is ongoing internally and percussionaire is in process of assessing the need for a fsca. Currently, percussionaire has only received one customer complaint on this isue. Complaints will be monitored on this issue and escalated accordingly. If any additional information is received on this event, a follow up MDR will be submitted.